Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold during hospitalization, with loss of capture due to lead dislodgement, which was confirmed by computed tomography imaging. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.